Event description:
In the beginning of the month, the interventional radiologist contacted the patient who had earlier presented to emergency room having inadvertently pulled out his PICC (peripherally inserted central catheter) IV line. The ir physician worked with ir and anesthesia to schedule an add-on procedure to replace the PICC line. Using the conventional protocol, we did "treatment" first to be followed by PICC line. A 10-gauge needle was placed via left pedicle. The drill was used for vertebral body access (bone hard). Curved needle placed to contralateral side. Pmma was mixed and upon injection, the purple cap of the needle popped off leaving the metal tube (filled with pmma) exposed. Using a forceps, it was retrieved without residual foreign body. The case was completed through the straight needle. Patient was turned supine and PICC placed. The radiology team was made aware. Vendor made aware (live phone call and e-mail). The referring clinician made aware (completed). The patient and his wife were informed today. The device is being held for the vendor by lead ir/radiology technologist. Manufacturer response for medtronic kyphon kurve curved bone filler device, (brand not provided) (per site reporter).